Event description:
Rptr writes: "chronic fatigue, fibromyalgia, chronic back pain, osteoarthritis, chronic degenerative disc disease, nerve damage, chronic obstructive pulmonary disease, bronchitis, pleural effusion, seasonal allergies, chemical sensitivities, chronic inflammation throughout body. Non specific scattered white matter abnormalities, cortical atrophy (brain), sharp pains in head. Raised area on right breast (sternum), could not see with implants in, is becoming noticeable outside clothes. Memory problems, anxiety, vascular problems, fluid retention, consistently high neutrophils, ruptured implants.